Manufacturer narrative:
The device was returned to a third-party service center and scrapped.

Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The unit was scrapped and replaced by a new one. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.